Event description:
Pt had a re-coarctation of the aorta with a 50 mmhg gradient measured during catheterization. A balloon catheter was used to reduce the gradient to 4 mmhg. During the procedure there were no noted problems with the balloon catheter nor concerns with its use. The pt was transferred to the pediatric intensive care unit. Approx six hrs following the procedure the pt had a catastrophic rupture of the aortic arch and expired. The catheter had not been saved.